Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the connection between an IV tubing and a non-carefusion/bd trifuse during a tpn infusion, dosage and rate not specified. The set was replaced and the infusion continued without incident. There was no patient harm.

Manufacturer narrative:
Omit trifuse set from initial report. Non-bd filter extension set; non-bd bifuse set; non-bd extension set; non-bd stopcock; therapy date unknown. The customer¿s report of a tubing leak was not confirmed. Visual inspection, functional and pressure testing showed no fault with the returned suspect set and concomitant non-bd sets. The root cause of the tubing leak was not identified.

Manufacturer narrative:
The customer¿s report of a leak at the connection between the non-bd filter extension set and non-bd bifuse (misreported as trifuse) extension set was confirmed by pressure testing. The leak was observed between the male luer of filter extension set and the female luer of the bifuse extension set. No leaks were observed during syringe pump infusion and flush tests with a lab syringe filled with blue dye liquid. The probable cause of a leak at the connection between the non-bd filter extension set and non-bd bifuse (misreported as trifuse) extension set is due to poor fitment or a slight lack of compatibility between the non-bd components.